Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported failure to adhere or bond and single leaflet device attachment (slda) appear to be due to challenging patient anatomy. The reported mechanical issue was likely due to difficulty grasping and related to procedural circumstances; however, it appears that mechanical issue also contributed to the reported slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. An atrial-septal defect (asd) closure device was implanted, as the transseptal puncture from the previous mitraclip procedure had not fully healed. The patient will not be treated with any additional mitraclips. If additional intervention is needed, a surgical mitral valve procedure will be performed. No additional information was provided. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Mitraclip implanted on (B)(6) 2016 is filed under MFR # 2024168-2016-03888. Mitraclip implanted on (B)(6) 2016 is filed under MFR # 2024168-2018-06056. The asd reported on (B)(6) 2018 is filed under a separate MFR #.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2016, one mitraclip was successfully implanted, reducing grade 4 degenerative mitral regurgitation (mr) to grade 1-2. On (B)(6) 2016, it was noted that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to grade 4+. On (B)(6) 2016, a second mitraclip was performed. Grasping the leaflets was difficult, but two clips were successfully implanted, one on each side of the detached clip, reducing mr to grade 2. On (B)(6) 2018, the patient was re-hospitalized and echocardiogram was performed, noting that the clip implanted most medial to the first clip during the second procedure, had detached from one leaflet, but remained attached to the other leaflet (slda). Mr increased to grade 4+. On (B)(6) 2018, the patient underwent a third mitraclip procedure. The clip (80405u169) had difficulty grasping the leaflets, due to the previously detached clips. The clip was deployed; however, during deployment, the clip partially opened and a single leaflet device attachment (slda) occurred, with the clip remaining attached to the anterior leaflet. An additional clip was implanted at the medial side of the valve to minimize the motion of the leaflets. Mr was reduced from grade 4+ to 3+.